Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the reservoir is not delivering insulin. Customer experiencing high blood glucose. The blood glucose reading is 388 mg/dl. Customer has headaches. Customer treated with bolus. Customer has had this issue in the past, however, she did not report the incidents. During troubleshooting, the high pressure test failed twice. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.